Event description:
Note: this manufacturer report pertains to one of two used devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03552 for the exalt model d scope and manufacturer report number 3005099803-2023-03574 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. During the procedure, the device was used successfully for most of the case however, at a certain point, visualization was lost and the exalt error message popped up signaling a loose connection of scope's umbilicus cord to the exalt model d controller. Visualization was regained by manually holding the umbilicus connector to the controller in place for the remainder of the case to prevent further loss of visualization. The procedure was completed without any patient complications with the original exalt scope.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. Block h6: device code a06 captures the reportable event of loss of visualization.